Event description:
The robe (rope) disappeared-vagina [foreign body in reproductive tract]. The robe (rope) disappeared [device breakage]. Consumer reported that the tampon rope disappeared. No serious injury was reported.

Manufacturer narrative:
07-jun-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
The robe (rope) disappeared-vagina [foreign body in reproductive tract]. The robe (rope) disappeared [device breakage]. Case description: consumer reported that the tampon rope disappeared. No serious injury was reported.